Event description:
It was reported that the biomed had the arctic sun device that was sent down in (B)(6) 2024, but they had not had time to check it out and finally had time to call in, they said the nurse said the target was set to 37 but cooled to 35. They have requested that the biomed send the csv file to review the details of the therapy. Per follow up information received via task on 24mar2025, based on notes in servicemax csv file showed this was most likely due to not having enough pad coverage since the device was struggling to control the patient's temperature, the functional check passed. Resolved with call.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down in (B)(6) 2024, but they had not had time to check it out and finally had time to call in, they said the nurse said the target was set to 37 but cooled to 35. They have requested that the biomed send the csv file to review the details of the therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is unable to be determined. Per review of the case data files, alerts 11 (patient temperature 1 below low patient alert), 50 (patient temperature 1 erratic), and 116 (patient temperature 1 change not detected) have appeared on the device. Patient temperature maintains stable for most of therapy. When the alert 50 appears, patient temperature is both below target and erratic. They have requested that the biomed send the csv file to review the details of the therapy. Per follow up, csv file showed this was most likely due to not having enough pad coverage since the device was struggling to control the patient's temperature, the functional check passed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down in november 2024, but they had not had time to check it out and finally had time to call in, they said the nurse said the target was set to 37 but cooled to 35. They have requested that the biomed send the csv file to review the details of the therapy. Per follow up information received via task on 24mar2025, based on notes in service max csv file showed this was most likely due to not having enough pad coverage since the device was struggling to control the patient's temperature, the functional check passed. Resolved with call.